Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is completed. This is an initial final report submission. Review of the most recent repair record identified the following related repair: tech confirmed the handle would not move due to a stuck ratchet gear. Tech replaced the ratchet gear, tested the unit, calibrated it, and returned it to the customer. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during testing on (B)(6) 2023 the mesher ratchet handle was stuck on the mesher. There was no patient involvement. At product evaluation investigation the tech confirmed the handle would not move due to a stuck ratchet gear. Due diligence is complete and no additional information is available. No adverse events were reported as a result of this malfunction.